Event description:
It was reported during xia3 surgery, the crosslink broke during initial implantation. There is no report of adverse consequences in this event.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the xia 3 titanium multiaxial crosslink was confirmed to have a screw tip that has broken off via visual inspection. The event reported occurred intra-op and resulted in no delay. Excessive torsional forces on the set screws would cause them to deform and become unable to back out of the threads. There were no manufacturing issues pertaining to this lot number. Conclusion: the most likely cause of this event was due to this excessive force applied by the surgeon while tightening the set screws.

Event description:
It was reported during xia3 surgery, the crosslink broke during initial implantation. There is no report of adverse consequences in this event.